Manufacturer narrative:
The customer's glidescope titanium video cable is not expected to be returned to verathon for evaluation due to the device reaching its end-of-life date, therefore the cause could not be determined. A complaint history search could not be performed for the reported glidescope titanium video cable due to the lot number not being provided to verathon. Trending analysis for the glidescope titanium video cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope titanium video cable during a patient procedure, the image displayed on the connected glidescope video monitor turned green and became static when the cable was moved. No delay in the procedure, use of a backup device, or harm to the patient was reported.